Event description:
It was reported that the patient experienced unspecified issues with a five year old sling device leading to a new artificial urinary sphincter (aus) being implanted. No information was provided about the patient's outcome. It was further reported that the patient experienced recurring incontinence leading to the procedure. There were no device malfunctions associated with the advance sling. The patient did not experience any further adverse events and was said to be doing fine and healing after the procedure. No more information available at the moment. Should additional information become available, it will be provided.